Event description:
It was reported that the patient was on the ventilator receiving nebulizer with hypertonic saline. The airway pressure rose to 60cm h2o. The respiratory therapist noted that the exhalation valve was crusted with white material and was stuck. When the ventilator was disconnected from the patient, there was an audible alarm and no flow from the ventilator. The patient was placed on another ventilator with no patient harm reported. The ventilator was tested with another patient circuit with no problems found.